Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient's expiration due to a hypoxic brain injury and an intracranial hemorrhage cannot be conclusively determined. No product available for investigation. The heartmate 3 left ventricular assist system instruction for use lists bleeding, stroke, and neurologic dysfunction as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. The patient died on (B)(6) 2019 due to a hypoxic brain injury likely related to severe peripheral vascular disease which made it extremely difficult to obtain appropriate access for ECMO. With further evidence of an intracranial hemorrhage, the family decide to withdraw support. No equipment will be returned.